Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was shooting insulin and alarming compromised force sensor system alarm. Customer's blood glucose was 275 mg/dl. During seating, the force sensor did not detect the reservoir. Customer was advised the device will be replaced. Customer declined replacement device. Customer will not be returning the device for analysis.